Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been in a sustained ventricular tachycardia (vt) and had received 74 shocks during the previous eight days. As a result of the high therapy demand the battery of the implantable cardioverter defibrillator (ICD), the voltage is insufficient to continue to deliver therapy to the patient as a result of a charge circuit timeout. The ICD remains in use with pacemaker function only. No further patient complications have been reported as a result of this event.